Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxibus control module board was inoperable. A field service engineer (fse) replaced with new board to resolve and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6, all the pockets were failed and not detected on the bus and received an error when tried to recover. User tried to reboot but issue was not resolved. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from nearest station or pharmacy. However, there were no adverse events or injuries reported based on this event.